Event description:
The customer was passed out. The device was then used to check the blood glucose and the reading was 140mg/dl. Customer was taken to the e.r. And the glucose was 40mg/dl. Customer was hospitalized for three days. Customer had followed the normal daily routine. Controls were not used on the system. The device was replaced and requested to be returned for eval.